Event description:
The customer reported a loud popping sound and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. System operates as intended. (B)(4).